Manufacturer narrative:
A replacement pump in style breast pump was sent to the customer. On (B)(6) 2015, a medela clinician followed up with the customer. The customer stated that she has received the replacement pump and finds it is "so far, so good." She further states she is 'much better' as she recovers from mastitis after receiving appropriate medical attention and a course of antibiotics. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the suction of her pump in style breast pump was low and may have contributed to her mastitis, which was treated with antibiotics.

Manufacturer narrative:
The product was evaluated by quality engineering on (B)(6) 2015. The unit passed all functional tests. No problem was found with the unit. See attached product evaluation.